Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: additional information: as the death was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device passed both the homechoice return instrument testing evaluation (rite) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.